Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the haptic had a cut upon inserting inside the eye. The lens was explanted during initial procedure and the procedure was completed on the same day. Additional information has been received stating that there was no further medical intervention with no patient harm.